Event description:
A newly inserted ibp(intra-aortic balloon pump) catheter ruptured a few hours after insertion. The pump was stopping immediately, surgeon contacted, and iabp(intra-aortic balloon pump) removed.